Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-pace t-wave oversensing was observed on a stored egm. Patient was asymptomatic. Programming changes were made. The patients condition is unchanged.